Event description:
Erroneously elevated troponin (accu tnl) results from a single pt sample that were generated by the unicel dxl 800 access instrument. An initial accu tnl result was 3.83ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample for accu tnl, the repeated accu tnl results were: 1.83ng/ml, and 2 results of 1.32ng/ml. Accu tnl result of 1.32ng/ml was sent as a corrected report. The customer indicated that a precision run was performed using the pt sample. The accu tnl results obtained from the precision run were in the range of 0.27ng/ml to 0.70ng/ml. In addition, the pt original sample was tested for accu tnl on another instrument in their lab. The accu tnl results obtained from another instrument were: 0.58ng/ml, 0.52ng/ml, and 0.54ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.